Event description:
Procedure: lymph node dissection. According to the reporter: the surgeon was using the device and it was sticking and tearing tissue. The surgeon stopped using the device. The staff opened another clip applier and it worked as it was intended. There was no unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating time. No device fragment or component falling into the patient's cavity. No fragment left in the patient.

Manufacturer narrative:
(B)(4).